Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdominal pain and heavy bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 5 years after insertion. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention was required). Other nonserious events were reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. She had no history of suffering from severe migraines prior to undergoing the implantation of essure. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), back pain ("back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and migraine ("severe migraines"). The patient was treated with surgery (removal of essure coils and fallopian tubes). Essure was withdrawn. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia and migraine outcome was unknown and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2011: hysterosalpingogram result was only right fallopian tube was blocked. In (B)(6) 2011: hysterosalpingogram result was both fallopian tubes were blocked. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdominal pain and heavy bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 5 years after insertion. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention was required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('left coil was not in the correct position') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2004, (B)(6) 2011), nausea, vomiting, cough, painful respiration, acute bronchitis, alcohol use, chest pain, numbness, tingling, heartburn, belching, elevated bp, hypochromic microcytic anemia, gerd, vulvovaginitis trichomonal, constipation, gerd, menometrorrhagia, nasal congestion, headache, pelvic discomfort and intra-abdominal bleeding. She had no history of suffering from severe migraines prior to undergoing the implantation of essure. She denies of associated palpitations, dyspnea or diaphoresis tobacco and alcohol use as well. Her current weight was 160 lbs. On (B)(6) 2016, she had test of us pelvis which impression of a 205 cm uterine myoma is noted involving the anterior uterine wall. The endometrial cavity is noted to be thick and measures 23 mm. Bilateral ovarian cysts are noted. On (B)(6) 2016, she had surgical pathology report final diagnosis left fallopian tube: complete transection. Right fallopian tube: complete transection. Essure implant device, left: essure implant device. (Gross diagnosis.) - more detailed gross description is noted below. D. Essure implant device, right: essure implant device. (Gross diagnosis.) - more detailed gross description is noted below. Gross description left (fallopian tube" received is an 8.5 cm in length x 0.6 cm in diameter fallopian tube. Fimbriae are identified. "A."2p, rep. "9, tate. Right fallopian tube," received is a 6.6 tm in length x 0.6 cm in diameter fallopian tube. Fimbria is identified. "9." 2p, rep. Left essure implant device." Received are three silver metallic coiled wires ranging in length from 1.6 cm to 6.5 cm. These are grossly consistent with portions of an essure implant device. Gross only, gross d diagnosis: essure implant device. Right essure implant device" received arc two silver metallic coiled wires measuring 2, 5 and 4.6 cm in length. These are grossly consistent with essure implant device, gross only. Gross diagnosis: essure implant device). Previously administered products included for drug allergy: penicillin, amoxicillin and robitussin; for an unreported indication: vitamins. Concurrent conditions included body mass index normal, cough and chest pain. Family history included myocardial infarction, hypertension (mother and maternal grandmother) and drowsiness (sister). Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2011 to (B)(6) 2011 for contraception. In 2011, the patient experienced migraine ("severe migraines"), headache ("severe headaches"), vaginal discharge ("vaginal discharge") and the first episode of fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping) severe a few times per month pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal distension ("chronic bloat and looking pregnant") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced the second episode of fatigue ("fatigue"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and polymenorrhoea ("hormonal changes- 2 menstrual cycles in one month"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), back pain ("back pain/ severe a few times per month pain back") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (bilateral salpingectomy. And laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, abdominal pain, dysmenorrhoea, the last episode of fatigue, dyspareunia, polymenorrhoea, vaginal haemorrhage, menorrhagia, abdominal distension and pelvic pain had resolved, the device dislocation, genital haemorrhage, back pain, weight fluctuation, migraine, headache and vaginal discharge outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: her current weight was 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: only right fallopian tube was blocked; on (B)(6) 2011: results: total bilateral occlusion both tubes were blocked.; in (B)(6) 2011: results: both fallopian tubes were blocked; on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: pfs received-new event chronic bloat and looking pregnant, pelvic pain, device breakage, left coil was on in correct position were added. Outcome of dyspareunia updated to recovered/resolved. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2004, (B)(6) 2011), nausea, vomiting, cough, painful respiration, acute bronchitis, alcohol use, chest pain, numbness, tingling, heartburn, belching, elevated bp, hypochromic microcytic anemia, gerd, vulvovaginitis trichomonal, constipation, gerd and menometrorrhagia. She had no history of suffering from severe migraines prior to undergoing the implantation of essure. She denies of associated palpitations, dyspnea or diaphoresis tobacco and alcohol use as well. Previously administered products included for drug allergy: penicillin, amoxicillin and robitussin; for an unreported indication: vitamins. Concurrent conditions included body mass index normal. Family history included myocardial infarction, hypertension (mother and maternal grandmother) and drowsiness (sister). Concomitant products included medroxyprogesterone (depo provera)(B)(6) 2011 to (B)(6) 2011 for contraception. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping) severe a few times per month pain abdominal"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("severe migraines"), polymenorrhoea ("hormonal changes- 2 menstrual cycles in one month"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("severe headaches"), vaginal discharge ("vaginal discharge"), the first episode of fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/ severe a few times per month pain back"), the second episode of fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (laparoscopic b salpingectomy with removal of essure devices.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, the last episode of fatigue, weight fluctuation, migraine, vaginal haemorrhage, menorrhagia, headache and vaginal discharge outcome was unknown and the dyspareunia, polymenorrhoea and weight increased was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, polymenorrhoea, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion both tubes were blocked.; in (B)(6) 2011: only right fallopian tube was blocked; in (B)(6) 2011: both fallopian tubes were blocked her current weight was (B)(6) lbs. On (B)(6) 2016, she had test of us pelvis which impression of a 205 cm uterine myoma is noted involving the anterior uterine wall. The endometrial cavity is noted to be thick and measures 23 mm. Bilateral ovarian cysts are noted. On (B)(6) 2016, she had surgical pathology report final diagnosis left fallopian tube: complete transection. Right fallopian tube: complete transection. Essure implant device, left: essure implant device. (Gross diagnosis.) - more detailed gross description is noted below. Essure implant device, right: essure implant device. (Gross diagnosis.) - more detailed gross description is noted below. Gross description left (fallopian tube" received is an 8.5 cm in length x 0.6 cm in diameter fallopian tube. Fimbriae are identified. "A."2p, rep. "9, tate. Right fallopian tube," received is a 6.6 tm in length x 0.6 cm in diameter fallopian tube. Fimbria is identified. "9." 2p, rep. Left essure implant device." Received are three silver metallic coiled wires ranging in length from 1.6 cm to 6.5 cm. These are grossly consistent with portions of an essure implant device. Gross only, gross d diagnosis: essure implant device. Right essure implant device" received arc two silver metallic coiled wires measuring 2, 5 and 4.6 cm in length. These are grossly consistent with essure implant device, gross only. Gross diagnosis: essure implant device). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 12-feb-2018: fu from pfs+mr: new events: polymenorrhoea, vaginal haemorrhage, menorrhagia, headache, vaginal discharge, fatigue, weight increased were added. Concomitant product added. Previously reported event" dyspareunia" outcome updated from unknown to recovering/resolving. Reporter, patient demographic information, all other relevant history updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('left coil was not in the correct position/unsatisfactory distal micro-insert location of left essure device') and abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 869756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 2004, (B)(6) 2011), nausea, vomiting, cough, painful respiration, acute bronchitis, alcohol use, chest pain, numbness, tingling, heartburn, belching, elevated bp, hypochromic microcytic anemia, gerd, vulvovaginitis trichomonal, constipation, gerd, menometrorrhagia, nasal congestion, headache, pelvic discomfort and intra-abdominal bleeding. She had no history of suffering from severe migraines prior to undergoing the implantation of essure. She denies of associated palpitations, dyspnea or diaphoresis tobacco and alcohol use as well. Her current weight was 160 lbs. On (B)(6) 2016, she had test of us pelvis which impression of a 205 cm uterine myoma is noted involving the anterior uterine wall. The endometrial cavity is noted to be thick and measures 23 mm. Bilateral ovarian cysts are noted. On (B)(6) 2016, she had surgical pathology report final diagnosis a. Left fallopian tube: complete transection. B. Right fallopian tube: complete transection. C. Essure implant device, left: essure implant device. (Gross diagnosis.) - more detailed gross description is noted below. D. Essure implant device, right: essure implant device. (Gross diagnosis.) - more detailed gross description is noted below. Gross description left (fallopian tube" received is an 8.5 cm in length x 0.6 cm in diameter fallopian tube. Fimbriae are identified. "A."2p, rep. "9, tate. Right fallopian tube," received is a 6.6 tm in length x 0.6 cm in diameter fallopian tube. Fimbria is identified. "9." 2p, rep. Left essure implant device." Received are three silver metallic coiled wires ranging in length from 1.6 cm to 6.5 cm. These are grossly consistent with portions of an essure implant device. Gross only, gross d diagnosis: essure implant device. Right essure implant device" received arc two silver metallic coiled wires measuring 2, 5 and 4.6 cm in length. These are grossly consistent with essure implant device, gross only. Gross diagnosis: essure implant device). (B)(6) 2016-pelvic ultrasound. Previously administered products included for drug allergy: penicillin, amoxicillin and robitussin; for an unreported indication: vitamins. Concurrent conditions included body mass index normal, cough and chest pain. Family history included myocardial infarction, hypertension (mother and maternal grandmother) and drowsiness (sister). Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2011 to (B)(6) 2011 for contraception. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("severe migraines"), headache ("severe headaches"), vaginal discharge ("vaginal discharge") and the first episode of fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping) severe a few times per month pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal distension ("chronic bloat and looking pregnant") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced the second episode of fatigue ("fatigue"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and polymenorrhoea ("hormonal changes- 2 menstrual cycles in one month"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), back pain ("back pain/ severe a few times per month pain back"), weight fluctuation ("weight fluctuations") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy. And laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, abdominal pain, dysmenorrhoea, the last episode of fatigue, dyspareunia, polymenorrhoea, vaginal haemorrhage, menorrhagia, abdominal distension and pelvic pain had resolved, the device dislocation, genital haemorrhage, back pain, weight fluctuation, migraine, headache and vaginal discharge outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: her current weight was 160 lbs. Discrepancy noted in date of insertion-(B)(6) 2011 (per pif). Visible coils on each side-right: 05; left: 05 date of insertion reported as (B)(6) 2011 and event start date was previously reported as (B)(6) 2011 for events pelvic pain, abdominal pain and device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: only right fallopian tube was blocked; on (B)(6) 2011: results: total bilateral occlusion both tubes were blocked.; in (B)(6) 2011: results: both fallopian tubes were blocked; on (B)(6) 2012: total bilateral occlusion. Unsatisfactory distal micro-insert location of left essure device. Right essure device is in satisfactory position. Lot number: 869756 manufacturing date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('left coil was not in the correct position/unsatisfactory distal micro-insert location of left essure device') and abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 869756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6)2004, (B)(6)2011), nausea, vomiting, cough, painful respiration, acute bronchitis, alcohol use, chest pain, numbness, tingling, heartburn, belching, elevated bp, hypochromic microcytic anemia, gerd, vulvovaginitis trichomonal, constipation, gerd, menometrorrhagia, nasal congestion, headache, pelvic discomfort and intra-abdominal bleeding. She had no history of suffering from severe migraines prior to undergoing the implantation of essure. She denies of associated palpitations, dyspnea or diaphoresis tobacco and alcohol use as well. *her current weight was 160 lbs. On (B)(6)2016, she had test of us pelvis which impression of a 205 cm uterine myoma is noted involving the anterior uterine wall. The endometrial cavity is noted to be thick and measures 23 mm. Bilateral ovarian cysts are noted. On (B)(6)2016, she had surgical pathology report final diagnosis: a. Left fallopian tube: complete transection. B. Right fallopian tube: complete transection. C. Essure implant device, left: essure implant device. (Gross diagnosis.) - more detailed gross description is noted below. D. Essure implant device, right: essure implant device. (Gross diagnosis.) - more detailed gross description is noted below. Gross description left (fallopian tube" received is an 8.5 cm in length x 0.6 cm in diameter fallopian tube. Fimbriae are identified. "A."2p, rep. "9, tate. Right fallopian tube," received is a 6.6 tm in length x 0.6 cm in diameter fallopian tube. Fimbria is identified. "9." 2p, rep. Left essure implant device." Received are three silver metallic coiled wires ranging in length from 1.6 cm to 6.5 cm. These are grossly consistent with portions of an essure implant device. Gross only, gross d diagnosis: essure implant device. Right essure implant device" received arc two silver metallic coiled wires measuring 2, 5 and 4.6 cm in length. These are grossly consistent with essure implant device, gross only. Gross diagnosis: essure implant device). (B)(6)2016-pelvic ultrasound. Previously administered products included for drug allergy: penicillin, amoxicillin and robitussin; for an unreported indication: vitamins. Concurrent conditions included body mass index normal, cough and chest pain. Family history included myocardial infarction, hypertension (mother and maternal grandmother) and drowsiness (sister). Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6)2011 for contraception. In 2011, the patient experienced migraine ("severe migraines"), headache ("severe headaches"), vaginal discharge ("vaginal discharge") and the first episode of fatigue ("fatigue"). In (B)(6)2011, the patient experienced dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping) severe a few times per month pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal distension ("chronic bloat and looking pregnant") and was found to have weight increased ("weight gain"). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced the second episode of fatigue ("fatigue"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and polymenorrhoea ("hormonal changes- 2 menstrual cycles in one month"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), back pain ("back pain/ severe a few times per month pain back"), weight fluctuation ("weight fluctuations") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy. And laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, abdominal pain, dysmenorrhoea, the last episode of fatigue, dyspareunia, polymenorrhoea, vaginal haemorrhage, menorrhagia, abdominal distension and pelvic pain had resolved, the device dislocation, genital haemorrhage, back pain, weight fluctuation, migraine, headache and vaginal discharge outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: her current weight was 160 lbs. Discrepancy noted in date of insertion-(B)(6)2011 (per pif). Visible coils on each side-right: 05; left: 05. Date of insertion reported as (B)(6)2011 and event start date was previously reported as (B)(6)2011 for events pelvic pain, abdominal pain and device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6)2011: results: only right fallopian tube was blocked; on (B)(6)2011: results: total bilateral occlusion both tubes were blocked.; in (B)(6)2011: results: both fallopian tubes were blocked; on (B)(6)2012: total bilateral occlusion. Unsatisfactory distal micro-insert location of left essure device.right essure device is in satisfactory position. Lot number: 869756. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: mr received. Reporter information, lot number added. Date of insertion updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('left coil was not in the correct position') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2004, (B)(6) 2011), nausea, vomiting, cough, painful respiration, acute bronchitis, alcohol use, chest pain, numbness, tingling, heartburn, belching, elevated bp, hypochromic microcytic anemia, gerd, vulvovaginitis trichomonal, constipation, gerd, menometrorrhagia, nasal congestion, headache, pelvic discomfort and intra-abdominal bleeding. She had no history of suffering from severe migraines prior to undergoing the implantation of essure. She denies of associated palpitations, dyspnea or diaphoresis tobacco and alcohol use as well. *her current weight was 160 lbs. On (B)(6) 2016, she had test of us pelvis which impression of a 205 cm uterine myoma is noted involving the anterior uterine wall. The endometrial cavity is noted to be thick and measures 23 mm. Bilateral ovarian cysts are noted. On (B)(6) 2016, she had surgical pathology report final diagnosis a. Left fallopian tube: complete transection. B. Right fallopian tube: complete transection. C. Essure implant device, left: essure implant device. (Gross diagnosis.) - more detailed gross description is noted below. D. Essure implant device, right: essure implant device. (Gross diagnosis.) - more detailed gross description is noted below. Gross description left (fallopian tube" received is an 8.5 cm in length x 0.6 cm in diameter fallopian tube. Fimbriae are identified. "A."2p, rep. "9, tate. Right fallopian tube," received is a 6.6 tm in length x 0.6 cm in diameter fallopian tube. Fimbria is identified. "9." 2p, rep. Left essure implant device." Received are three silver metallic coiled wires ranging in length from 1.6 cm to 6.5 cm. These are grossly consistent with portions of an essure implant device. Gross only, gross d diagnosis: essure implant device. Right essure implant device" received arc two silver metallic coiled wires measuring 2, 5 and 4.6 cm in length. These are grossly consistent with essure implant device, gross only. Gross diagnosis: essure implant device). Previously administered products included for drug allergy: penicillin, amoxicillin and robitussin; for an unreported indication: vitamins. Concurrent conditions included body mass index normal, cough and chest pain. Family history included myocardial infarction, hypertension (mother and maternal grandmother) and drowsiness (sister). Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2011 to (B)(6) 2011 for contraception. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("severe migraines"), headache ("severe headaches"), vaginal discharge ("vaginal discharge") and the first episode of fatigue ("fatigue"). In (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping) severe a few times per month pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal distension ("chronic bloat and looking pregnant") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced the second episode of fatigue ("fatigue"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and polymenorrhoea ("hormonal changes- 2 menstrual cycles in one month"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), back pain ("back pain/ severe a few times per month pain back") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (bilateral salpingectomy. And laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, abdominal pain, dysmenorrhoea, the last episode of fatigue, dyspareunia, polymenorrhoea, vaginal haemorrhage, menorrhagia, abdominal distension and pelvic pain had resolved, the device dislocation, genital haemorrhage, back pain, weight fluctuation, migraine, headache and vaginal discharge outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: her current weight was 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in 2011: results: only right fallopian tube was blocked; on (B)(6) 2011: results: total bilateral occlusion both tubes were blocked.; in (B)(6) 2011: results: both fallopian tubes were blocked; on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation. Of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6)2004, (B)(6)2011), nausea, vomiting, cough, painful respiration, acute bronchitis, alcohol use, chest pain, numbness, tingling, heartburn, belching, elevated bp, hypochromic microcytic anemia, gerd, vulvovaginitis trichomonal, constipation, gerd, menometrorrhagia, nasal congestion, headache, pelvic discomfort and intra-abdominal bleeding. She had no history of suffering from severe migraines prior to undergoing the implantation of essure. She denies of associated palpitations, dyspnea or diaphoresis tobacco and alcohol use as well. *her current weight was 160 lbs. On (B)(6)2016, she had test of us pelvis which impression of a 205 cm uterine myoma is noted involving the anterior uterine wall. The endometrial cavity is noted to be thick and measures 23 mm. Bilateral ovarian cysts are noted. On (B)(6)2016, she had surgical pathology report final diagnosis a. Left fallopian tube: complete transection. B. Right fallopian tube: complete transection. C. Essure implant device, left: essure implant device. (Gross diagnosis.) - more detailed gross description is noted below. D. Essure implant device, right: essure implant device. (Gross diagnosis.) - more detailed gross description is noted below. Gross description left (fallopian tube" received is an 8.5 cm in length x 0.6 cm in diameter fallopian tube. Fimbriae are identified. "A."2p, rep. "9, tate. Right fallopian tube," received is a 6.6 tm in length x 0.6 cm in diameter fallopian tube. Fimbria is identified. "9." 2p, rep. Left essure implant device." Received are three silver metallic coiled wires ranging in length from 1.6 cm to 6.5 cm. These are grossly consistent with portions of an essure implant device. Gross only, gross d diagnosis: essure implant device. Right essure implant device" received arc two silver metallic coiled wires measuring 2, 5 and 4.6 cm in length. These are grossly consistent with essure implant device, gross only. Gross diagnosis: essure implant device). Previously administered products included for drug allergy: penicillin, amoxicillin and robitussin; for an unreported indication: vitamins. Concurrent conditions included body mass index normal, cough and chest pain. Family history included myocardial infarction, hypertension (mother and maternal grandmother) and drowsiness (sister). Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6)2011 to (B)(6)2011 for contraception. In 2011, the patient experienced dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping) severe a few times per month pain abdominal"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("severe migraines"), polymenorrhoea ("hormonal changes- 2 menstrual cycles in one month"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("severe headaches"), vaginal discharge ("vaginal discharge") and the first episode of fatigue ("fatigue") and was found to have weight increased ("weight gain"). On 9-oct-2011, the patient had essure inserted. In october 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), back pain ("back pain/ severe a few times per month pain back"), the second episode of fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (laparoscopic b salpingectomy with removal of essure devices.). Essure was removed on 1-jul-2016. At the time of the report, the abdominal pain, dysmenorrhoea, the last episode of fatigue, polymenorrhoea, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, back pain, weight fluctuation, migraine, headache and vaginal discharge outcome was unknown and the dyspareunia and weight increased was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, polymenorrhoea, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: her current weight was 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6)2011: results: only right fallopian tube was blocked; on(B)(6) 2011: results: total bilateral occlusion both tubes were blocked.; in (B)(6)2011: results: both fallopian tubes were blocked. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received- event outcome of abnormal bleeding, cramping, fatigue, abdominal pain, hormonal changes were updated from unknown to recovered resolved. Painful sexual intercourse and weight gain was updated as recovering resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.